Manufacturer narrative:
This device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that episode review was requested as the physician suspected inappropriate therapy delivery. A boston scientific technical services consultant confirmed oversensed noise which resulted in an inappropriate shock. It was noted that the patient was in an area with trucks when therapy was delivered. An exercise stress test was performed and no issue were observed and all vectors were evaluated. The consultant documented and discussed the clinical observations. The subcutaneous implantable cardioverter defibrillator (sicd) remains in service and no adverse patient effects were reported. It was reported that this device was subsequently explanted for normal battery depletion and was returned for routine evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The reported events of noisy signals, inappropriate shock and oversensing were not confirmed by testing.

Event description:
It was reported that episode review was requested as the physician suspected inappropriate therapy delivery. A boston scientific technical services consultant confirmed oversensed noise which resulted in an inappropriate shock. It was noted that the patient was in an area with trucks when therapy was delivered. An exercise stress test was performed and no issue were observed and all vectors were evaluated. The consultant documented and discussed the clinical observations. The subcutaneous implantable cardioverter defibrillator (sicd) remain in service and no adverse patient effects were reported. It was reported that this device was subsequently explanted for normal battery depletion and was returned for evaluation. No adverse patient effects were reported.